Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and expired seven days later. These claims were allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.